Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using pod4 coils. During the procedure, while attempting to advance a pod4 coil through a non-penumbra microcatheter, the physician experienced resistance and the pod4 coil was unable to advance more than a few centimeters into the microcatheter. Therefore, the pod4 coil was removed and the physician flushed the microcatheter before attempting to advance the same pod4 coil through the microcatheter; however, the pod4 coil was still unable to advance and was removed. Next, the physician attempted to advance a new pod4 coil through the same microcatheter; however, the new pod4 coil was also unable to advance through the microcatheter and was therefore removed. The procedure was completed using a new pod4 coil and nine penumbra coils 400s (pc400) and the same microcatheter. The physician did not use a rotating hemostasis valve, and did not maintain continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the first pod4 pusher assembly was intact. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. The outer diameters (ods) of both embolization coils were measured and found to be within specification. Conclusions: evaluation of the returned devices revealed that the pusher assembly mid-joints on both pod4s were retracted proximal to the introducer sheath friction lock. This failure was likely incidental and may have occurred after the pod4s were resheathed. Further evaluation revealed that the ods of both pod4 embolization coils were within specification. Evaluation of the first pod4 revealed that it could be successfully cycled in and out of a demonstration px slim without issue. The root cause of the resistance during advancement of the pod4 could not be determined. Evaluation of the second pod4 revealed that there was blood inside the introducer sheath. A 0.022¿ stainless steel mandrel was advanced through the second pod4¿s introducer sheath and became stuck near the distal tip due to dried pieces of blood. It is likely that the blood observed inside the introducer sheath caused the resistance experienced by the physician. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01412.